Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received several inappropriate shocks. Review of the presenting data noted secondary vector looked favorable with very small t-waves with the patient as rest; however, noise and oversensing appeared at fast rates, low morphology and t-wave change. A boston scientific technical services consultant discussed further evaluation and troubleshooting. A revision procedure was subsequently performed and this system was explanted and replaced with a single chamber transvenous device. No additional adverse patient effects were reported.